Event description:
The contact called for the pt asking how to clean the meter because the pt is having trouble with it. She stated that it is not reading correctly. The pt gets results of 400 and 503 mg/dl and the competitor's meter reads 120 and 143 mg/dl. During the troubleshooting process, it was learned that the customer has been using excel off brand reagent. The higher results obtained with the off brand reagent, if acted upon, could be clinically significant. It was explained to the contact that bayer does not provide or support the use of off brand reagent and that bayer could not guarantee results obtained with excel strips. An offer was made to check the meter, however the contact did not have the requisite supplies. The necessary supplies to complete the meter function tests have been sent. Followup contact with the customer will be made. The customer has been invited to contact co's 24/7 customer service line should any problems or questions arise.